Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 coating on the jaws of the evh kit was cracked. The power setting was 2.5. No part of the device came off. A new device was opened to complete the procedure without further issue. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/23/2024. An investigation was conducted on (B)(6) 2024. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and slight evidence of blood was observed on the intact c-ring. Signs of clinical use and evidence of charred material was observed on the intact heater wire. The gray silicone insulation of the hot jaw was observed to be intact. The gray silicone insulation of the cold jaw was observed to be peeled back from the base of the cold jaw to the middle of the cold jaw, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 30000375534 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.